Manufacturer narrative:
Corrected data: h1- "serious injury' should be removed and "malfunction" should be added. Claim# (B)(4).

Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo 12.6, -8.0 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023.the lens tore during injection/delivery into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively on (B)(6) 2023. Cause of the event is reported as unknown.